Event description:
The facility's nurse manager reported that a 100 cc bag of normal saline containing 100 units of insulin was completely infused in 5 to 10 minutes. The nurse manager thought the flow rate was set to 10 ml/hr, but she wasn't sure. The nurse manager stated that she was shocked when she noticed that the medication bag was empty after such a short period of time. The patient experienced a drop in glucose and was immediately administered dextrose intravenously. The nurse manager reported that the patient is "fine". The nurse manager requested that another nurse check the set-up of the pump, particularly that the slide clamp was in all the way. The additional nurse confirmed that the pump was se-up properly, and that the slide clamp was in all the way.